Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits, indicating that the lead was electrically continuous. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies that would have caused or contributed to the clinical observations.

Manufacturer narrative:
To date, the attempted left ventricular lead has not been received at boston scientific. Upon receipt, the lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that during the implant procedure, this left ventricular lead exhibited impedances greater than 4,000 ohms and noise when testing the lead through the program system analyzer. The right ventricular lead was tested and measurements were normal. The left ventricular lead was then measured in unipolar configuration (tip-->can) and a good signal was obtained. However, when testing the lead in the configuration ring-->can, the abnormal measurements were observed again. An issue with the ring circuit was suspected; therefore, the lead was removed, replaced, and returned for analysis. No adverse patient effects were reported.